Event description:
The customer reported that the system control panel displayed a communication failure error message and the screens went blank. The system either shut down or locked-up. There is no report of injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The coin batteries in the gpos and rtos were replaced and the configuration files were reloaded. The system was then found to be operating as intended.